Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the trigger was sticking and the trigger's center sleeve was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected device evaluation: further investigation of the device determined that the trigger's cyllin-pin was damaged and bent; and the electronic control unit was damaged on the device. The assignable root cause was updated from normal wear from use and servicing to improper handling, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported the battery reamer device trigger would get stuck during use. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.